Manufacturer narrative:
Unit failed to vibrate during self-test due to vibrator motor connector broken black wire.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had beep and vibrate anomaly. The patient¿s blood glucose level was unknown at the time of the incident. Customer stated that, the insulin pump was not vibrating for alarms when its turned on. Assisted customer in performing a self test and the insulin ump did not vibrate during the vibrate test. Troubleshooting determined that, the insulin pump should be replaced and to revert to the back-up plan. The device is expected to be returned for analysis.